Event description:
Patient undergoing bilateral iliac angioplasty with stent placement when the everflex stent self-deployed too early. Additional stents had to be placed to prevent the self-deployed stent from traveling in the intravascular system.